Event description:
During a routine shift check by a clinician, the device's housing was damaged and the battery was unable to fit into the battery well. There was no pt involvement in the reported malfunction.